Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other similar complaint in this lot. Attempts have been made to obtain additional information. (B)(4).

Event description:
An office manager reported that following an intraocular lens (iol) implant procedure, the iol was exchanged due to refractive surprise. Additional information was provided by the surgeon that the event is resolved.